Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -13.5/+2.5/088 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to low vaulting and lens rotataion. The lens was exchanged for a longer lens and the problem wasresolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).